Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the batteries ((B)(4)) have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted. The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that (B)(4) contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately seven months post hvad implantation, it was reported that the patient experienced power switching from one port of the controller to the other. All the batteries were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.